Event description:
The customer stated that he did not think his meter was checking his glucose properly. He has had back to back readings up to 105mg/dl and then down to 80-90mg/dl. A check standard result for 480mg/dl was within the 409-624mg/dl range. When the customer first accessed the check standard, he stated he saw a number 19. During the display check, he saw 4 rows of 3 dashes. The units position seemed to sometimes be missing the a segment. The 19 the customer saw initially seemed to be a 16 when customer service had him cycle back. It seemed to customer service, the meter was intermittently missing segments because the numbers the customer was seeing kept changeing. Customer service thought it was possible that the customer was reading the display incorrectly. The meter had been giving strange readngs for a few weeks. Customer service was sending a new meter and control solution.